Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for distal humerus fracture with plates and screws. During surgery, after using two plates to fix the fracture, the image showed that the inner plate was misaligned. After removing the proximal screws, the plate position was finely adjusted and then reinstalled with cortex screws. During that process, the two distal screws in question that had not been removed broke off below the screw heads. The surgeon removed the plate, pulled out those two screws with hercules pliers, and then reinstalled the plate. The surgery was completed successfully within 30 minutes surgical delay. The surgeon commented that this event was caused by excessive stress to the screws by forcing the plate into place during reinstallation. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.